Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned for evaluation. Subsequent information received from the site stated the device was discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of an unspecified coronary vessel, a xience pro stent was successfully implanted. A second xience pro stent delivery system (sds) was advanced but met resistance with the guide wire and could not be advanced to the lesion. The xience pro sds was removed from the anatomy without issue. It was noted that the sds distal tip had separated and detached. The tip was recovered/removed on the guide wire. A third xience pro stent was used successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.